Event description:
Electronic health record for drug "bupivacaine" does not have selectable choice under "route of administration" for continuous infusion by pain pump. Volume of these pain pumps is 150 ml which is lethal dose of bupivacaine by other routes for administration other than continuous infusion by pain pump. This programming defect unnecessarily exposes pts to seizures, cardiac arrest and likely death. Conventional CPR is ineffective in bupivacaine induced cardiac arrest due to direct effect of bupivacaine on myocardial muscle.